Event description:
It was reported that the front segment of the inner sheath's ceramic head was fractured. This was found during reprocessing. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the insulation beak failure is a mechanical component problem, but the cause of insulation beak failure could not be determined. The most likely cause is impact, dropping, shock or similar stress. The event can be detected/prevented by following the instructions for use which state: chapter 4.1 inspection and testing", ¿warning risk of injury¿ lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.